Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported cycling failure. There was no reported patient involvement or injury.

Manufacturer narrative:
The customer provided new information that the initial information provided was inaccurate. The unit did not power on, thus preventing the use of the unit and therefore, there would be no impact on mechanical ventilation. The customer provided new information that the initial information provided was inaccurate. The unit did not power on, thus preventing the use of the unit and therefore, there would be no impact on mechanical ventilation.